Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found rmt - host pc was not able to communicate with the flex vision pc, free disk space was too low. To resolve the issue, the rse instructed customer biomed to delete unwanted data and guided the customer biomed to recreate the database. After repairs the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
Images lost from browser _______________________________________ work order #: (B)(4). (B)(6). The system meets the specification for the performed service and is returned to use. Problem description by engineer: problem description by engineer: rmt - flv: host pc is not able to communicate with the flexvision pc within 105 seconds. 07-feb-2025 07:22:56 rmt - ipu: free disk space is too low. 06-feb-2025 12:46:36. When was the first occurrence? Within... : 2025-02-07t13:31:50.897z how often is issue occurring? : first occurrence malfunction area : image processing information to support the complaint handling process customer function/role: biomed how was the device being used? Device was not in clinical use when the issue was discovered, issue was found during morning checks. Expected and actual behavior of the product: image space should be sufficient user impact: device was not in clinical use when the issue was discovered, issue was found during morning checks. Patient impact: device was not in clinical use when the issue was discovered, issue was found during morning checks. Current software version: 8.1.17.2 resolution : ¿ ¿customer is taking responsibility for servicing the device. The customer has been notified to contact philips for any follow-up at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.¿ internal comments : error # and/or description of error: root cause for rmt - flv: hostpc is not able to communicate with the flexvision pc within 105 seconds.: 1. In most cases this is caused due to the flexvision pc (tz) does not power on at all when the allura system switches on. Root cause for rmt - ipu: free disk space is too low.: 1. An user message is displayed on the large screen: "user guidance: free disk space is getting low". Repair action : service actions for rmt - flv: hostpc is not able to communicate with the flexvision pc within 105 seconds.: 1.1. Reboot the system and check whether problem is resolved. If this problem only occurs sporadically, treat it as an 'one time only' issue and ignore it. If it occurs more often or problem persists, please see other solutions here below. 1.2. Let the fse/biomed verify whether the flexvision pc (tz) does start up normally if the on/off button is pressed located on the front of the flexvision pc. If the pc does start up normally then it is very likely the bios battery is defective. (Bios is reverted back to its default settings and 'resume on ac power loss' is set to: 'stay off'.) In this case replacement of the whole flexvision pc (tz) is necessary,. 1.3. Check whether all network cables are firmly connected and not damaged. 1.4. Check whether the network switch (ts) is powered and operating correctly. Replace its power supply or the network switch ts itself when necessary. Service actions for rmt - ipu: free disk space is too low.: 1.1. Instruct user to delete examinations to free up space. Diagnostic performed by engineer : (B)(6)/ trained biomed is needing recreate image store procedure and pn for image disk. ----------------------------------------------------------------------------- initial report text: it was reported to philips that the host computer was unable to communicate with the flexvision computer, preventing a full system boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.